Event description:
It was reported that the pump exhibited a syringe sensor fail error no patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was counterfeit. A review of the event history log identified invalid syringe size in history. During functional testing was unable to duplicate the invalid syringe size during syringe test and all the reading of size sensor within the required specifications. The barrel clamp guide was broken which is what caused the invalid syringe size intermittently. The root cause of the issue was a result of the customer's physical damage to the device. Replaced barrel clamp guide, also replaced size pot, barrel clamp rod, tapered spring and barrel clamp head for preventive and performed preventive maintenance and all functional testing.